Event description:
It was reported that there was a shocking or jolting sensation. The shocking or jolting sensation occurred one week prior to the report. As a result, the settings were turned down, but they still had transient jolting frequently (¿about¿ every 30 minutes) and strong. The device was turned off until the patient¿s next appointment. No recent falls or trauma. Patient fell a year ago, but did not experience any problems until a week ago. No outcome or actions taken were reported. Follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va02eud, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient did have greater than 50% symptom reduction, then unit was just accidentally set too high by the patient. Actions required as a result of the event consisted of turning the device down. The event cause was determined and it was device related; the unit was running on too high of a setting. The patient recovered without permanent impairment and was educated on how to adjust the device.